Event description:
It was reported that a possible problem exists with the interconnect cable connection on the 9800 system. There was no report of pt or operator injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.